Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed bio-hazard bag. Upon return, the teflon sheath was noted on the iabc outer lumen. The one-way valve waws tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The customer submitted photo was re-viewed. The photo shows the original packaging label with the serial number and lot number information, which matches the serial number and lot number reported on the complaint report. The bladder thickness was measured at six points with measurements ranging from 0.0060in-0.0066in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The fos (sc) connector was connected to the iabp and the iabp ze-roed the iabc. The pump status displayed "ok" indicating the fiber is fully intact. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tub-ing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The iabc was leak tested using in accordance with test-ing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "balloon failure to unwrap" is not confirmed. The returned iabc blad-der was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks/alarms were noted. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "ccl manager reported they had a failure to unwrap over the weekend. I spoke with inserting physician who stated he noted the balloon not fully inflating under fluoroscopy despite using the training techniques shown to them last week. He said he manually inflated it per protocol and that worked to fully inflate the balloon. Once it was connected to the pump within two minutes they had a high pressure alarm and noted assisted and augmented pressures to be low which 'is where your training last week actually came in helpful' was resolved by placing something under my patients hip". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "ccl manager reported they had a failure to unwrap over the weekend. I spoke with inserting physician who stated he noted the balloon not fully inflating under fluoroscopy despite using the training techniques shown to them last week. He said he manually inflated it per protocol and that worked to fully inflate the balloon. Once it was connected to the pump within two minutes they had a high pressure alarm and noted assisted and augmented pressures to be low which 'is where your training last week actually came in helpful' was resolved by placing something under my patients hip". No patient harm or injury. The patient status is reported as "fine".